Manufacturer narrative:
We cannot make conclusive determination based on the limited information received. This investigation shall be closed unless further data is received.

Event description:
It was reported that the patient underwent a right knee arthroplasty in 2003. Post-op, the patient experienced pain. A bone scan in 2006 revealed a fracture of the medial tibial plateau of the implant and the patient was revised.